Event description:
On aug 3, 2009, the lay user/reporter contacted lifescan on behalf of the lay user/pt, alleging there was a calibration code issue with the one touch ultra 2 meter. The medical surveillance specialist contacted the reporter to obtain/clarify info. The reporter said the meter did not turn three days prior to lifescan was contacted, at 1:30 pm. The reporter also said that after replacing the batteries, the meter did not code correctly, was stuck on code 25, and the pt saw results of 398 and 153 mg/dl within 10 minutes of each other. The pt is told to take 10 units of humalog insulin if her blood sugar level is over 110 mg/dl. Although the pt was unsure of the readings due to the calcode issue, the reporter alleged that the pt guessed and decided to take 10 units of humalog at that time. Between 30-45 minutes later, the pt felt dizzy, disoriented, and fell. An ambulance was called at that time, and the pt was kept the whole day at the hosp. The reporter did not recall any treatment, but said the hosp staff advised the pt she was taking too much insulin. The reporter said that before the symptoms, the pt was told to take 10 units of humalog three times per day if her blood sugar level is over 110 mg/dl and to take 20 units of levemir twice at night. After seeing a physician at the hosp, the reporter said the pt currently does not take humalog and takes 20 units of levemir in the evening. The issue was not troubleshot. This complaint is being reported because the reporter alleged the pt could not code her meter, decided to take additional insulin, and developed symptoms indicative of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.